Manufacturer narrative:
The insulin pump had broken battery tube threads, severely scratched lcd window, cracked reservoir tube, and cracked lcd display window corners. All operating currents are within specification. No unexpected low battery off no power alarms noted. The insulin pump had a motor error alarm during the basic occlusion test and unable to prime during prime test due to a faulty force sensor resistor. The motor was tested outside the device and passed. The device communicated properly with the one touch ultralink meter and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 178 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.